Manufacturer narrative:
The device remained implanted and the patient remained ongoing on vad support until a routine heart transplant was performed on (B)(6) 2017. A correlation between the post-transplant evaluation of the pump and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The event occurred at the (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had a bacterial infection of the pump driveline pump pocket. The patient was treated with unspecified surgical therapy and drug therapy. The cause of the infection was reported as due to the patient's condition and the complexity of medical management. No further information was provided.